Event description:
2002: patient receives abdominal aortic aneurysm graft. Implant is concluded without complications, and the patient recovers normally. 8/8/02: patient complaints of pain in left buttock and hip. Aortic ultrasound shows satisfactory position of graft with no endoleak. 3/03: CT shows persistent endoleak with suspected retrograde filling of false lumen. Overall size not changed over seven months. No intervention; condition is being monitored. 7/05: abdominal CT confirms stent is still in place with no leakage.

Manufacturer narrative:
Notification of event was received from the law firm as result of a claim.